Event description:
A customer reported a signal loss alarm issue with the freestyle libre 2 reader. As a result, the customer experienced seizure, however, was able to self-treat with insulin (dose/type unknown). Third-party intervention was not required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the freestyle libre 2 reader. As a result, the customer experienced seizure, however, was able to self-treat with insulin (dose/type unknown). Third-party intervention was not required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader ((B)(6) ) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed, and observed signal loss alarms due to low/not present ble rssi signal. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the freestyle libre 2 reader. As a result, the customer experienced seizure, however, was able to self-treat with insulin (dose/type unknown). The third-party intervention was not required. There was no report of death or permanent impairment associated with this event.